Event description:
(B)(4). Same patient as 2134265-2010-03690. It was reported that following a carotid stenting treatment procedure hypotension occurred. The target lesion was located in the ostium of the left internal carotid artery with 80% stenosis and was 30.0 mm long with a 5.7 mm reference vessel diameter. The physician treated the target lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day. It was reported that pre-discharge, the patient developed hypotension. The patient was treated with medication and the event was considered resolved without residual effects prior to discharge.

Manufacturer narrative:
(B)(6). Device evaluated by MFR. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).